Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Attached two photos were reviewed by the investigation site. Photo 1 shows a probe distal end, the reported event cannot be confirmed on the photo. Photo 2 appears to be a probe needle with a broken end tip. The complaint evaluation confirms the probe needle had a broken tip at the port. The root cause for the broken tip is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will damage the probe needle. No action has been taken by the manufacturing site as it appears that the observed broken tip was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe was broke and entered the patient's eye during the vitrectomy surgery and it was removed in the same surgery. The surgery was completed on same day by replacing the new pak. There was no patient impacted.